Event description:
It was reported that this system was explanted one day post-implant due to failure to convert. A transvenous system was successfully implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this system was explanted one day post-implant due to failure to convert. A transvenous system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Analysis confirmed that all therapies were available.